Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with anterior and modified posterior repair, vaginal paravaginal repair, vaginal uterine suspension, perineoplasty and cystoscopy due to relaxed vaginal outlet.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2004 to treat pelvic organ prolapsed. It was also reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, dyspareunia, vaginal scarring.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.